Event description:
It was reported that the b155m monitor provided incorrectly low spo2 readings for a patient undergoing a procedure. This led to the clinician converting the patient from mac anesthesia to general anesthesia. The patient's status is unknown at this time.

Manufacturer narrative:
Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226. A1-6: not provided by customer. Ge healthcare's investigation is on-going. A follow-up report will be submitted when the investigation is completed.

Manufacturer narrative:
Ge healthcare (gehc) followed up with the reporter for additional details regarding the event and patient status. They declined to provide any further information. The device was sent to gehc's depot repair center where the reported issue could not be reproduced. Gehc reviewed the monitor log files which showed no evidence of a device malfunction. Historical data analysis did not show any adverse trends related to the alleged issue. Based on the limited information available, the investigation concluded that the root cause could not be determined. The risk analysis determined that no additional mitigations are available to reduce the risk, and that the risk has been reduced as far as possible. No further actions are planned by ge healthcare.